Manufacturer narrative:
One sample received separated from the lower pumping segment fitting. The customer complaint was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the manufacturing investigation, it was determined that the probable root cause for the separation issue was an issue with the solvent dispenser or an incorrect application of solvent due to incorrect insertion of the tubing into the solvent dispenser. A work order was generated to review solvent dispenser used to assemble the reported engagement. A quality alert will be created and communicated to the production personnel to reinforce the correct use of assembly fixtures and the solvent dispenser. A device history record review for model 2420-0007 lot number 25055233 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: here¿s a 3rd event, we¿d like to report and return the defective tubing. This is also item 2420-0007. Unfortunately the lot # wasn¿t captured. While rn priming tubing with normal saline tubing started leaking and broke clean off just below safety clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.